Manufacturer narrative:
Siemens has completed an investigation of the reported event. The relevant root cause for the non-conformity could not be determined the investigation of log files showed that after restart of the system at 13:24:51, a new normal patient registration was being done and the system controller (syc) started image transfer. The transfer failed and an emergency patient registration was started; as designed for such cases. The previous patient was still open on the image acquisition system (ias) and the image visualization system (ivs) while the system controller (syc) had the mentioned new emergency patient. This resulted in an aborted image transfer at the ivs as the patient name did not match. During the new patient registration the "st_registration" telegrams sent from the ivs had different registration index values. Due to this miss-match, the "new patient registration" failed and the syc created an "emergency patient" as designed. As a result, the ivs and syc had different patients registered and the following error message was displayed: "no xray: patient data update". X-ray was not available for a couple of seconds and the patient data was not displayed at the monitors. Following a restart the system recovered. A new registration of the patient would have also resolved the issue. During service intervention it was first determined that the event was caused by a contact problem between the flat detector receiver (fdr) and the copra-aaq -board which is inside the real time computer (rtc). Contact improvements were made, however, this could not be confirmed as the root cause by the lab as the error reported was concerning communication/steering data which is transferred outside of the rtc. Retrospectively, why the index values differed in the telegram could not be determined and a general system error was discovered. At this time the manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. The user reported that no image was displayed on the monitor in the operating room. We are unaware of any impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.